Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump started to erode through, the surgeon was going to move the pump pocket location the same day as the initial report was made. The dates were not reported but the reporter ¿just got word of this last week.¿ additional information received reported that the healthcare provider (hcp) had ¿no idea what this was about.¿ the patient had not reported any problems to the hcp or the office. The hcp had not had to do ¿anything out of the ordinary for this patient.¿ additional information received reported that the reporter had no information but was going to reach out to the provider who had been fill the pump.

Manufacturer narrative:
Concomitant product: product ID: 8709,. Lot# l74638, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
The representative later reported that the medication infused was baclofen. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
The previously reported aware date of (B)(4) 2013 was not correct. It has been updated in this report.